Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)") and device expulsion ("migration of essure device/migration of essure device location of device: endometrium") in a 33-year-old female patient who had essure (batch no. 794895, 794896) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included oxycocet (percocet) from march 2012 to march 2014. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("severe pelvic pain"). In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, menstrual disorder, depression, anxiety and device expulsion outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, fallopian tube perforation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: there were 7 coils visible on the right side. This was repeated on the patient's left side, and there were 12 coils visible on the left. Patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Mr images in the prone position do not demonstrate the clinical area of concern. In the anterior upper uterus, tubular structure extends from the fundal endometrium through the myometrium to at least the serosa, if not slightly further. Does patient have a history of iud. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received: migration of essure device location of device: endometrium, depression and mental anguish events was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)") and device expulsion ("migration of essure device/migration of essure device location of device: endometrium") in a 33-year-old female patient who had essure (batch no. 794895/ 794896) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included oxycocet (percocet) from march 2012 to march 2014. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("severe pelvic pain"). In march 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device expulsion, menstrual disorder, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, fallopian tube perforation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: there were 7 coils visible on the right side. This was repeated on the patient's left side, and there were 12 coils visible on the left. Patient tolerated the procedure well . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 8-may-2012: essure device was successfully occluded. Mr images in the prone position do not demonstrate the clinical area of concern. In the anterior upper uterus, tubular structure extends from the fundal endometrium through the myometrium to at least the serosa, if not slightly further. Does patient have a history of iud. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/ migration of essure device") in a 33-year-old female patient who had essure (batch no. 794895, 794896) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("severe pelvic pain"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation and menstrual disorder outcome was unknown and the pelvic pain had resolved. The reporter considered fallopian tube perforation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: there were 7 coils visible on the right side. This was repeated on the patient's left side, and there were 12 coils visible on the left. Patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Mr images in the prone position do not demonstrate the clinical area of concern. In the anterior upper uterus, tubular structure extends from the fundal endometrium through the myometrium to at least the serosa, if not slightly further. Does patient have a history of iud. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added and case updated to medically confirm. Patient¿s demographics added. Essure indication updated and stop date and lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') and device expulsion ('migration of essure device/migration of essure device location of device: endometrium') in a 33-year-old female patient who had essure (batch no. 794895/ 794896) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2012 to (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain"). In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). And bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation had resolved, the device expulsion, menstrual disorder, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, fallopian tube perforation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: there were 7 coils visible on the right side. This was repeated on the patient's left side, and there were 12 coils visible on the left. Patient tolerated the procedure well she had revived treatment for pain, migration, perforation. *mr images in the prone position do not demonstrate the clinical area of concern. In the anterior upper uterus, tubular structure extends from the fundal endometrium through the myometrium to at least the serosa, if not slightly further. Does patient have a history of iud. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received, event outcome, rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') and device expulsion ('migration of essure device/migration of essure device location of device: endometrium'). In a 33-year-old female patient who had essure (batch no. 794895, 794896), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included: oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2012 to (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain"). In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). And bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation had resolved. The device expulsion, menstrual disorder, depression and anxiety outcome was unknown. And the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, fallopian tube perforation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: there were 7 coils visible on the right side. This was repeated on the patient's left side. And there were 12 coils visible on the left. Patient tolerated the procedure well. She had revived treatment for pain, migration, perforation. Mr images in the prone position do not demonstrate the clinical area of concern. In the anterior upper uterus, tubular structure extends from the fundal endometrium through the myometrium to at least the serosa, if not slightly further. Does patient have a history of iud? Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012, results: essure device was successfully occluded; on (B)(6) 2012, patent left tube status post essure. Lot number#: 794895, manufacturing date: 2010-10, expiration date: 2013-10; lot number#: 794896, manufacturing date: 2010-10, expiration date: 2013-10. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') and device expulsion ('migration of essure device/migration of essure device location of device: endometrium') in a 33-year-old female patient who had essure (batch no. 794895, 794896) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) from march 2012 to march 2014. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain"). In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). And bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation had resolved, the device expulsion, menstrual disorder, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, fallopian tube perforation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: there were 7 coils visible on the right side. This was repeated on the patient's left side, and there were 12 coils visible on the left. Patient tolerated the procedure well she had revived treatment for pain, migration, perforation. Mr images in the prone position do not demonstrate the clinical area of concern. In the anterior upper uterus, tubular structure extends from the fundal endometrium through the myometrium to at least the serosa, if not slightly further. Does patient have a history of iud. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. Lot number: 794895. Manufacturing date: (B)(6) 2010. Expiration date: 2013-10. Lot number: 794896. Manufacturing date: (B)(6) 2010. Expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (underwent bilateral salpingectomy due complications from the essure device). Essure was removed. At the time of the report, the fallopian tube perforation, menstrual disorder and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.